Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt passed out and had become unresponsive. The pt was transferred, via ambulance, to the hospital and remained unresponsive and was intubated. During intubation, the pt experienced a vfib/vtach arrest and was successfully cardioverted into a sustainable rhythm. The vad team suspected that the pump was not working and had potentially clotted off. The pt was emergently taken to the operating room for a pump exchange. A transesophageal echocardiogram in the operating room showed that the pump inflow cannula was angled towards the ventricular septum and that the right ventricle was distended and hypo-kinetic. The pt was emergently placed onto bypass and the pump was repositioned. Despite repositioning the pump, the pt's right side still remained depressed so the pt was placed onto a right ventricular assist device. The hospital's plan is to rest the pt's right heart and see if they are able to wean and remove the right ventricular assist device.

Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.